Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6 (clinical code, type of investigation, investigation findings). At this time, the customer has not requested getinge to evaluate the iabp; however, a getinge field service engineer (fse) was dispatched to the customer's site to perform a scheduled preventative maintenance (pm) and completed the pm with all calibrations, functional and safety checks to meet factory specifications. The unit passed all calibrations, and functional and safety tests per factory specifications. The iabp was then released to the customer.

Event description:
N/a.

Manufacturer narrative:
Additional information: contact person phone number: (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: device not repaired by getinge.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the , cardiosave intra-aortic balloon pump (iabp) had a cracked screen and preventive maintenance is due . Sticker on unit says last pm was 2022 . There was no patient harm reported.